Event description:
It was reported that there was a lead warning and the patient received inappropriate shocks. It was also reported that the right ventricular lead was oversensing and had inconsistent r wave sensing/undersensing due to a fracture. It was also reported that the patient experienced mental trauma due to the shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: implant date: (B)(6) 2005; a 4193 implantable pacing lead, implant date: (B)(6) 2005. (B)(4).